Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt lost stimulation therapy. A sjm rep met with the pt and reported the pt does not have stimulation coverage for all of her pain areas. The rep attempted reprogramming the pt's scs system, but was not successful. A system diagnostics revealed multiple invalid contacts and low impedances. A CT scan and x-rays were done. The x-rays showed the pt's scs lead has moved. Surgical intervention is planned for a later date.